Event description:
The user facility reported a 34-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The device came out of position within the aorta, post CPR. The physician was able to cross the valve; however, it was under papillary muscle which caused significant mitral regurgitation (mr) on the echocardiogram (echo). The decision was made to explant the pump.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.